Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received two inappropriate treatments. The device was started up at 09:06:22 on (B)(6) 2025. At 04:28:12 on (B)(6) 2025, an arrhythmia was detected. ECG shows asystole with CPR/motion/tactile artifact and electrode lead falloff. Between 16:05:26 and 16:06:09, the patient received two inappropriate treatments. Oversensing of cardiac activity contributed to the false detection. Rhythm at time of each treatment was asystole, which is a non-life sustaining rhythm. Post shock rhythm continued to be asystole, which is a non-life sustaining rhythm. The device was shut down at 17:35:17 on (B)(6) 2025.

Manufacturer narrative:
Incoming testing of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. There is no indication the open r781 resistor caused or contributed to the patient's passing as the patient was in asystole, a non-life sustaining rhythm.

Event description:
The monitor was returned for investigation and did not pass incoming functional testing. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received two inappropriate treatments. The device was started up at 09:06:22 on (B)(6) 2025. At 04:28:12 on (B)(6) 2025, an arrhythmia was detected. ECG shows asystole with CPR/motion/tactile artifact and electrode lead falloff. Between 16:05:26 and 16:06:09, the patient received two inappropriate treatments. Oversensing of cardiac activity contributed to the false detection. Rhythm at time of each treatment was asystole, which is a non-life sustaining rhythm. Post shock rhythm continued to be asystole, which is a non-life sustaining rhythm. The device was shut down at 17:35:17 on (B)(6) 2025.